Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2022 and a drain was used. During surgery, after the package was opened, there was a foreign matter like a human hair in the sterile package. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain device however not received to date. If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). One used sample was received. The complaint sample was analyzed and no foreign matter like human hair was observed. Moreover the integrity of the package was not intact, thereby external factors like improper handling, improper usage at user end could not be ruled out. Therefore further investigation of the sample was not possible. Retain samples were checked for lot and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4).